Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot 360362 had met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr result. On (B)(6) 2015, the first inratio inr result was 2.0 and two (2) hours later the laboratory inr result was 2.3. A second inratio inr was performed less than five (5) minutes after the laboratory inr and the results was 2.9. Therapeutic range: 2.5 - 3.5. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 360632 meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.